Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused; after 48 hours the infusion was not finished. This was observed during patient use. The nurse ensured that the implantable chamber was not clogged and reconnected the device. After several hours of no difference, the nurse removed the device. The device was filled with 70.5 ml of 5fu and 21.5 ml of nacl. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction was made to d4: lot # 22m033 (previously submitted as asku. Additional information was added to b5, d9, h3, h4, h6, and h10. B5: 5-fu (abbreviation for fluorouracil) h4: the lot was manufactured on november 17, 2022 - november 21, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye showed no signs of a physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample and the results were within the product specification range. Based on the functional flow test result, the device was determined to be conforming product. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.